Event description:
A distributor reported that the pump battery would not charge despite attempts using a tandem charging cable and different wall adapters. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, which was under warranty, and provided instructions for the customer to return the faulty pump using a pre-paid label. The customer was advised to place the pump into storage mode before returning it to tandem.